Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedances greater than 2000 ohms and low sensing amplitudes. The ra lead was reprogrammed to unipolar and remains in service. No adverse patient effects were reported.